Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result is instrument malfunction. A siemens healthcare diagnostics field service engineer was dispatched to the account and performed instrument repair procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician. A repeat of the same sample was run and a higher result was obtained. It is unknown if patient treatment was altered on the basis of the depressed result. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.